Manufacturer narrative:
Implant regio 35 fractured. Construction was a single crown placed on the implant. Bone loss and implant instability was caused by patient related periimplantitis material analysis concluded inhomogenous mechanical overloading of the implant.

Event description:
Implant fracture.

Event description:
Implant fracture.